Event description:
Per dealer, sieve beds are blown s/n (B)(4). Per independent repair statement, sieve beds lowing sieve failure modes: muffler assy/ dirty clogged, power switch/short circuit, 4-way valve/contaminated, sieve bed/other.